Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a delayed response when interacting with the pump touchscreen. The customer continued to use the pump for insulin therapy. Customer¿s blood glucose value was in the range of 80-270 mg/dl.